Event description:
The accounts maintenance alleged the bed has a broken weld on the left head siderail and it will not latch.

Manufacturer narrative:
A new siderail was sent to the account to repair the bed.